Event description:
It was reported an issue with monosyn suture. The origin of this case derives from a survey: b. Braun monosyn sutures- post marketing clinical follow up. The reported case refers to monosyn and correspond to adverse events or complications encountered within the 30 days preceding the survey (between june 2022 and august 2022). The specific product code and batch number involved in each individual case is not known. Adverse event description: wound dehiscence. Local infection. Used in intra-dermal (deep derma). Reoperation required. Friedrich debridement of the wound was performed followed by resuturing.

Manufacturer narrative:
Summary of investigation: without code and batch number, we cannot check the information regarding product stock or batch manufacturing records. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: not possible to check. Conclusion root cause analysis: root cause: not applicable, wound dehiscence is an expected undesirable side-effect documented in the instructions for use of the product. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, wound dehiscence is an expected undesirable side effect documented in the instructions for use of the product: side effects as for any sutures after implantation the following side effects may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply. However, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.